Event description:
It was reported that a user paired a dexcom g7 sensor to the g7 mobile app but could not pair to the ilet, consistent with a continuous glucose monitor not pairing to the pump; support guided the user through toggling bluetooth, restarting, re-pairing, and confirming the sensor code, and advised waiting for initial readings. Symptoms included no continuous glucose data available on the ilet. Outcomes included a temporary interruption of cgm data to the pump without medical intervention or hospitalization. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a cgm-to-pump pairing failure with no hardware component damage observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or connectivity factors.